Event description:
The reporter contacted animas on (B)(6) 2012, stating that the audio bolus button was intermittently unresponsive. The patient continues to wear the pump. The reporter denied damage or moisture to the pump. The patient reportedly wears the pump attached to a belt in a case and cleans the pump with a wet q-tip. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4):investigation revealed that all keypad buttons as well as the audio bolus button responded as expected. There was no physical damage to the keypad or the bolus button cover. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.